Event description:
The customer reported that pt annotation was corrupt and intermixed. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys software was evaluated and replaced. The image processor pcb was also replaced. The sys was tested and found to be working as intended and returned to svc.